Event description:
The customer reported to philips that the ventilator shuts off due to power supply failure. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.